Manufacturer narrative:
D10 concomitant products: lf1937 - jaw lap lf1937 ligasure maryland 37cm, lot# 41510097x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, on greater omentum, the device had no seal (no evidence of energy delivery and end tones heard) and there was bleeding. 2 or 3 good seals took place before the issue occurred, and the jaws were cleaned every time.

Manufacturer narrative:
(Rfr, imf, fdd) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, on greater omentum, the device had no seal (no evidence of energy delivery and end tones heard) and there was bleeding but not appreciable. Blood transfusion was not necessary. There was no re-grasp alert. 2 or 3 good seals took place before the issue occurred, and the jaws were cleaned every time. Laparoscopic clips were used during the surgery to improve hemostasis. A reoperation was not necessary and no medication was necessary. A new generator was used but low coagulation quality persisted. The ligasure was then replaced and it started functioning properly again.